Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7090988, UDI: (B)(4).

Event description:
It was reported that the patients implantable pulse generator (ipg) site opened up and never healed. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted products will not be returned per hospital policy.